Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. A field service engineer accessed the drawer under storage space, conducted diagnostic tests, reseated the cables and rebooted the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer made clicking noises and opened but didn't recognize that they had been opened. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.